Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: there was no damage found to the keypad. All buttons respond to presses appropriately. While the pump was in sleep mode pressing contrast button pump displayed cgm trend graph. While pump was awake contrast button adjusted contrast. Unable to verify or duplicate reported issue. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that when the patient pushed the backlight button it took them to the blood glucose graph some of the time. Customer support advised the patient that the pump needs to be sleeping when they pushed the button in order for it to take them to the graph. The patient confirmed that the pump is sleeping when they pushed the button but half the time it takes them to the graph and half the time it takes them to the home screen. There is no reported adverse event with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.